Event description:
It was reported that the customer had low blood glucose levels (54 mg/dl).

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental report will be submitted.